Manufacturer narrative:
The device was returned to the manufacturer for evaluation and repair. Incoming inspection revealed that the electrical contacts in the lemo-connector had residues.

Event description:
It was reported that the right monitor failed during a patient examination, after which all three monitors lost image. The images were restored after a few seconds and the examination was finished regularly. There was no report of injury or other negative health consequence to any patient.